Event description:
It was reported that a blood infusion was programmed approximately at a rate between 125-150ml/hr. At near completion, the user noticed that the tubing was leaking between the bag and above the silicone segment. The customer confirmed that there was no patient harm as the patient was discharged later that day.

Manufacturer narrative:
The customer¿s report that the tubing was leaking between the bag and above the silicone segment was not confirmed. Functional testing of priming, infusion, and pressure testing did not replicate any instances of leaking anywhere throughout the received set. The set was pressure tested while submerged underwater, air pressure was incrementally increased from 5 psi to 30 psi. There were no signs of leaking anywhere on the returned set while the tubing was manipulated at each engagement. The root cause could not be identified.

Manufacturer narrative:
Concomitant medical products: 250 ml baxter bag loty306761 exp nov20 0.9% sodium chloride injection attached to 100 ml baxter bag lotp392126 exp apr 200.9% sodium chloride injection. The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that a blood infusion was programmed approximately at a rate between 125-150ml/hr. At near completion, the user noticed that the tubing was leaking between the bag and above the silicone segment. The customer confirmed that there was no patient harm as the patient was discharged later that day.